Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was timing off sooner than expected. The customer's blood glucose level was 547-548 mg/dl. The customer delivered a correction bolus to treat the bg. During troubleshooting with technical support, it was found that the pump was functioning as intended. The customer continued to use pump for insulin therapy.